Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post deployment, computed tomography of abdomen without contrast was performed which showed inferior vena cava filter was in place at the l2 level. All but one of the legs of the inferior vena cava filter extend outside the inferior vena cava. The proximal aspect of inferior vena cava filter was proximal to the renal veins (approximately 7 mm proximal to the superior aspect of the left renal vein). The most anterior leg has perforated into the posterior aspect of the pancreatic head by approximately 10 mm. One of the legs extend adjacent to the medial aspect of the second portion of the duodenum. Another leg extends adjacent to the posterior wall of the junction of the second and third portions of the duodenum with either indentation or focal perforation. The remainder of the legs perforating the mesenteric fat. There was no free fluid or air. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unknown reason. At some time, post filter deployment, it was alleged that the filter had perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.